Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated the right ventricular lead integrity alert, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead showed high pacing lead impedance values and triggered the lead integrity alert (lia). There may be a possible lead fracture. Additionally, noise and oversensing were observed. The lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).